Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Because the manufacturing site only releases the products that had passed all inspections, it was concluded that this event was not attributed to product quality. How the reported device had contributed to the reported event was unable to be confirmed by the obtained information and without returning of the device. No CAPA will be taken. Instructions for use (IFU) states: [malfunction and adverse effects] bleeding complications and thrombus.

Event description:
It was informed by a competitor that the patient had left-sided hemiplegia secondary to subarachnoid hemorrhage after a thrombectomy in the right m2 superior trunk of the middle cerebral artery. An asahi chikai guide wire was used in the procedure with an unspecified microcatheter into m2 segment. An unspecified suction catheter was delivered into distal m1 segment. A johnson & johnson embotrap stent retriever was then delivered into distal m2 segment when resistance was met with the suction catheter during clot retrieval. The suction catheter and the stent retriever were removed together from the patient. At the time, distal embolization was noted in m3 segment. Embotrap was again used with an asahi branchor balloon guide catheter to retrieve the newly formed clot when vessel shift occurred due to stress with removal of embotrap and suction catheter applied on the vessel. Thrombectomy was successfully completed; however, mild spasm occurred in the middle cerebral artery. After the procedure, the patient developed subarachnoid hemorrhage that lead to left-sided hemiplegia. Further information was unable to be obtained from the user facility since the case was performed more than a year ago.